Manufacturer narrative:
Concomitant medical products: product type catheter product ID neu_capneedle, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that it was unknown if the issue was a device issue, patient/therapy, issue, or procedure issue. The patient experienced pain as a result of the needle breaking off. The cause of the event was not determined. The serial number/lot number of the associated kit was not known.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter found coring/tears/cuts in the seal which met leak criteria. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID neu_unknown, serial # unknown, product type unknown. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regard to a patient receiving fentanyl 5,000 mcg/ml at 426.8 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and degenerative disc disease/herniated disc pain. On (B)(6) 2016, the patient presented for surgery with two problems. The patient was in maine and a physician attempted to perform a catheter dye study in which the tip of the needle broke off in the pump pocket. The physician at the time denied there was a needle tip left in the pump pocket. A different hcp performed a catheter dye study and found the needle tip in the pump pocket via x-ray. The patient had an increase in pain. The hcp was unable to aspirate the catheter at dye study. On (B)(6) 2016, the pump pocket was opened and the hcp was able to locate the needle tip and remove it from the pocket. The needle looked to be in subcutaneous tissue, and was not in the pump. It was also found that the pump connector was attached to the pump, but was leaking. The hcp found fluid in the pump pocket and when the hcp flushed the catheter assess port with saline it all leaked out of the pump connector. The hcp does not believe any medication was entering the intrathecal space. A partial explant occurred. The pump connector was replaced on (B)(6) 2016 and was then able to aspirate the catheter. The issue was resolved at the time of report. The patient¿s status at the time of report was alive ¿ no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated the patient was in (B)(6) and talked with someone from the manufacturer in (B)(6) 2015 about "feeling like she was not getting anything." The patient was sent for a dye study and it was thought the catheter kinked. It was further stated in the last part of "(B)(6) 2015" the patient felt a poking feeling and it was determined the a refill needle was left in the pump pocket [the reported date of (B)(6) 2015 from the patient was discrepant with the previously reported date of (B)(6) 2016].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump was removed and replaced after the patient developed an infection and "he forgot to plug it in, there was a broken needle in there." The area of infection was the pocket. There were no further complications reported at this time.